Manufacturer narrative:
This report is submitted on january 18, 2023.

Event description:
Per the clinic, the patient underwent a skin reduction surgery under general anesthesia on (B)(6) 2022, due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
Correction: the correct date of awareness for the previous or initial MDR submitted on january 18, 2023 is december 26, 2022; not january 8, 2023 as previously reported. Per the clinic, the device was explanted on (B)(6) 2025 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.